Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, sleep dysfunction, chest pressure there was no report of patient harm or injury.  There was no medical intervention required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-83915. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-83915-2, was incorrectly created. Please disregard the previous report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device smelling like rotten egg, having severe headache, not able to sleep, chest pressure. Patient also stated that machine was going to catch on fire, burning smell. When she woke up this morning she experienced hypertension, heart rate was alot higher than normal related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Corrected information was provided in h.6. Section (hypertension, increased heart rate were updated).